Manufacturer narrative:
Investigation conclusion; a review of the DHR found that lot met all release criteria. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. A review of complaint history did not identify any adverse trends. Root cause: cannot determine with retains. Source: phone.

Event description:
One false positive result for one symptomatic patient. The site alleged 9 total false positives for 5 different patients (repeat testing was performed). This report indicates one of the false positive events. Unknown if the result was confirmed. Confirmation method(s) not provided. Multiple attempts were made to contact the customer for more information. The customer was unresponsive.